Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parents reported via telephone call that the customer had low blood glucose during the day at school. The blood glucose ran as low as 40 mg/dl. The customer treats with insulin tabs and food. The caller was advised to call back if further troubleshooting was needed. The insulin pump was not replaced or returned for analysis.